Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of not turning on. Technical support -- keypad: 1. Informed customer this unit if affected by the keypad recall. 2. Customer would like to send in for repair. 3. Transferred to the recall support center for further assistance. Serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of not turning on. Technical support -- keypad: 1. Informed customer this unit if affected by the keypad recall. 2. Customer would like to send in for repair. 3. Transferred to the recall support center for further assistance. Serial number was not provided therefore a review of the device history record cannot be performed. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
The customer reported their 8015 was not turning on even though they have power. It was reported there was no patient involvement.